Manufacturer narrative:
The investigation has been completed. Based on the analysis, there was no failure detected related to the touchscreen issue; however, the unexpected shutdown was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source to charge and the pump emitted a continuous high-pitched tone. Subsequently, the pump turned on, however the touchscreen was unresponsive. The customer's blood glucose level ranged from 92 to 94 (mg/dl). Reportedly, the customer has an alternate pump available as alternate insulin therapy.